Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx1197 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that during the puncture, the catheter could not be delivered into the blood vessel and was stuck at 4 cm scale of the tip end.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty inserting a catheter was inconclusive due to poor sample condition. One groshong nxt clearvue catheter label with lot: rebx1197, one groshong catheter with stylet flushing hub assembly, one sealed suture wing, one scalpel, and one introducer needle were returned for investigation. Evidence of use was present on the catheter and within the introducer needle. The microintroducer was not returned. No bends or kinks were observed on the catheter or stylet assembly. The sample was patent to infusion and aspiration. The wall thickness and outer diameter of the catheter were measured and were found to be within specification. Since the microintroducer was not returned and no apparent issues were observed on the returned catheter, the complaint is inconclusive due to poor sample condition. A lot history review (lhr) of rebx1197 showed no other similar product complaint(s) from this lot number.

Event description:
It was repoerted that during the puncture, the catheter could not be delivered into the blood vessel and was stuck at 4 cm scale of the tip end.